Event description:
Customer reported he experienced high blood glucose over 400 mg/dl. Customer stated that he inserted an infusion set and glucose started to rise. When he pulled the cannula out he noticed it was bent. Customer just wanted to report the issue and will monitor the insulin pump; no troubleshoot performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.